Event description:
Physician reported a rupture for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and brown particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: a2, a6, b3, b5, b6, d1, d2, d4, d6(a), d6(b), d9, g4, h3, h4, h6.